Event description:
On (B)(6) 2018, pt had a tlc power PICC placed. The white port was dedicated to tpn. On (B)(6) 2018 at 0100 the tlc power PICC required removal due to the white port becoming cracked and broken. Catheter was removed without difficulty and pt still had IV access through a tlc ru catheter. Pt will need replacement of the tlc PICC due to tpn needs.